Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information are in process. Without additional information or return of the device the clinical observation cannot be confirmed and cause remains indeterminable. If additional information is received, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned a patient was hospitalized due to valvula bicuspidalis with neoplasm one year, 10 months after implant of a 29mm mitral pericardial valve. Surgeon assessed the device relationship as "may not be related to the product.." Device remains implanted. No additional information was provided.

Manufacturer narrative:
The device remains implanted, therefore, the clinical observation was unable to be confirmed. A manufacturing related issue was not identified. A definitive root cause could not be determined. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.